Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the product lot number is unknown at this time. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information.

Event description:
It was reported that air embolism, st segment elevation, hemiplegia occurred, and cancelled procedure occurred. During the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation the faradrive steerable sheath clear was selected for use. Following initial insertion of the faradrive steerable sheath clear, st-elevation and left hemiplegia was noted. In the physician's opinion, air was introduced into the left atrium via the faradrive steerable sheath clear. The procedure was cancelled, and the patient was transported to the university hospital for further treatment. The patient has nearly fully recovered and is expected to make a full recovery. The product is expected to be returned.

Manufacturer narrative:
Analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation.

Event description:
It was reported that air embolism, st segment elevation, hemiplegia occurred, and cancelled procedure occurred. During the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation the faradrive steerable sheath clear was selected for use. Following initial insertion of the faradrive steerable sheath clear, st-elevation and left hemiplegia was noted. In the physician's opinion, air was introduced into the left atrium via the faradrive steerable sheath clear. The procedure was cancelled, and the patient was transported to the university hospital for further treatment. The patient has nearly fully recovered and is expected to make a full recovery. The sheath has been received at boston scientific's post market laboratory it was further reported there was a pre-procedure ECG for comparison. The patient was deep sedated with disoprivan. The patient was quiet and breathing normally. Sheath transseptal was done in the left atrium, introducer and guidewire were removed, no catheter was inserted when the air ingress was noted. Only the guidewire was inside the sheath prior to, and/or at the time, the air was observed. Coronary angiography was performed. St elevation occurred after transseptal access. The st elevation was noticed in the inferior leads. Transient hemiparesis was also noted. The patient has been discharged.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the product lot number is unknown at this time. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. A2 age at time of event -updated. A3 sex/gender - corrected from male to female. A4 weight - updated. B5 describe event or problem - updated. D9 device avail for eval, returned to manufacturer date - updated. H6 evaluation method codes, results codes, conclusion codes - updated.

Event description:
It was reported that air embolism, st segment elevation, hemiplegia occurred, and cancelled procedure occurred. During the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation the faradrive steerable sheath clear was selected for use. Following initial insertion of the faradrive steerable sheath clear, st-elevation and left hemiplegia was noted. In the physician's opinion, air was introduced into the left atrium via the faradrive steerable sheath clear. The procedure was cancelled, and the patient was transported to the university hospital for further treatment. The patient has nearly fully recovered and is expected to make a full recovery. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported there was a pre-procedure ECG for comparison. The patient was deep sedated with disoprivan. The patient was quiet and breathing normally. Sheath transseptal was done in the left atrium, introducer and guidewire were removed, no catheter was inserted when the air ingress was noted. Only the guidewire was inside the sheath prior to, and/or at the time, the air was observed. Coronary angiography was performed. St elevation occurred after transseptal access. The st elevation was noticed in the inferior leads. Transient hemiparesis was also noted. The patient has been discharged.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the product lot number is unknown at this time. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. H3 patient codes corrected to include paralysis e102202.

Event description:
It was reported that air embolism, st segment elevation, hemiplegia occurred, and cancelled procedure occurred. During the pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation the faradrive steerable sheath clear was selected for use. Following initial insertion of the faradrive steerable sheath clear, st-elevation and left hemiplegia was noted. In the physician's opinion, air was introduced into the left atrium via the faradrive steerable sheath clear. The procedure was cancelled, and the patient was transported to the university hospital for further treatment. The patient has nearly fully recovered and is expected to make a full recovery. The product is expected to be returned.